Event description:
Medtronic received info that just after initiating bypass, the pressure was noted to be more than 96 mmhg with this arterial cannula. The device was removed and visual inspection noted a defect at the upper side. The cannula was cut and a plaque was noted in the inner layer of the tube towards the distal end of the cannula. The lot number could not be obtained. There were no adverse pt effects reported. The cannula was returned for analysis.

Manufacturer narrative:
Evaluation results: other=device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Upon receipt, visual inspection revealed a 2.5 inch area in the cannula body where inner cannula material appears to have delaminated. The device was cut in half by the user, in the delamination area. It's possible that delamination may have caused some type of occlusion in cannula during use. A photo was taken showing the interior layer, detached from outer cannula layer, between spring wing, where some clear moisture was observed between layers, giving a whitish appearance. The device was sent to the contract MFR for further inspection. Conclusion: analysis confirmed delamination in the cannula body; however, root cause cannot be determined at this time. The device has been forwarded to the contract MFR for further inspection. There were no adverse pt effects reported. There are no trends related to this issue.